Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The thermistor probe on the reservoir lid had been fractured off. Magnifying inspection of the fracture did not reveal any foreign substance embedded in the material which could lead to deterioration in the strength of the component. Electron microscopic inspection of the fracture cross- section revealed it had a smooth segment and a rough segment on the surface with the generation of some radial streaks starting at one point on the smooth segment. These findings indicate that the fracture developed in the radial direction, starting on the smooth segment. Simulation testing was conducted. A retention product sample was left under a low temperature of 4 °c. Subsequently a shock force was applied to the thermistor probe on the reservoir. The probe became fractured. On the fracture cross-section, a smooth segment was generated on the side the shock force had been applied with a radial pattern in the direction of rough segment to the smooth segment. On the opposite side of the surface, a rough segment was found. The state of the fracture was found to be very similar to that of the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation results, it is likely the actual sample was subjected to a shock force. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the thermistor probe on the capiox device. Follow up communication with the user facility confirmed the following information: during set up of the circuit before priming, the customer tried to connect the thermistor tube to the thermistor probe on the reservoir of the actual sample; the thermistor probe became fractured; the reservoir in question was changed out to a new one; the procedure was completed successfully; and the patient was not harmed.